Event description:
It was reported through the litigation process that twenty-seven days post a port placement into the cephalic vein, the port reservoir was allegedly found to be mildly rotated cranially. It was further reported that the port was allegedly difficult to be accessed. Furthermore, there was allegedly no blood return. Reportedly, the port was removed and replaced with a new port. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiration date: 02/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that three weeks and six days post port placement procedure, the port reservoir appeared mildly rotated cranially, difficult to access with no blood return with blocked connection. The device was removed and replaced with a new port. After placement of new port, the patient has a cardiac arrest due to bacteremia and passed away. Patient passed away after implantation of second port and had no causal relationship with this device.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided for review. Approximately a month later, a portocathogram shows the port reservoir appeared mildly rotated cranially, this does make access somewhat difficult and there was no blood return. The port however was intact on the contract's desperation of contracts from the tip of the catheter without accusation or evidence of thrombus formation was noted. Approximately two weeks later, old port removal and placement of new port and catheter was performed. Catheter placement was done under fluoroscopic guidance and the fluoroscopic image of the final position was captured. The catheter was flushed with a good blood return, and it was heparinized. Hemostasis achieved and the patient tolerated the procedural well without apparent complication. Approximately two weeks later, the patient had abscess and grayscale ultrasound of soft tissue of the left chest was performed, underlying the area of clinical interest there was a complex hypoechoic fluid like collections. Numerous internal echoes and septation are seen, hematoma or abscess was suspected, this should be clinically correlated. On the next day the port was removed and later in that week and extensive debridement of left upper chest wound to pectoralis muscle level was performed. The patient had recently undergone removal of infected port and catheter on the left upper chest area. The patient developed clostridium soft tissue infection on cultures and progressively developed worsening sepsis and septic shock with multi organ failure with ventilator dependent respiratory failure and renal failure. Skappel and bowie were then used to excise all necrotic tissue from the skin wound edges and subcutaneous tissue to the level of fascia until viable bleeding pectorals muscle were exposed deep tissue specimen was obtained had submitted to microbiology for culture and sensitivity study. Deployment of left chest walls performed skin and subcutaneous tissue with acute inflammation, abscess and necrosis was found. Two days later the patient has cardiac arrest due to bacteremia and passed away other significant condition contributing to death were actual renal failure breast cancer and colon cancer. Therefore, the investigation is confirmed for the reported device tipped over, blocked connection and suction issue based on the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 02/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.